Event description:
Paramedics were using the device to perform routine patient monitoring. Reportedly the device display of patient ECG was intermittently unstable and would collapse vertically. The reporter stated there was no adverse affect to patient treatment resulting from the reported discrepancy.